Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. On (B)(6) 2024, it was reported that the patient, who lives in a retirement facility, felt like she needed to eat. Around 830am, her cgm was reading 90 mg/dl, so she ate a banana. Immediately afterward, the patient lost consciousness and fell, hitting her head and knee on the floor. A nurse at the retirement facility saw this happen and called 911. Once ems arrived, around 9am, the patient¿s bg meter reading was 33 mg/dl. The cgm value was not provided at this time. The patient was treated with an unspecified medication. After treatment, the patient regained consciousness and was transported to the ER. The patient was still in the hospital at the time of report (which has already been three days since the patient was taken to the hospital) and was stable. Attempts to reach the patient for follow-up were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.